Event description:
Boston scientific received information that the patient with this device and right ventricular lead, received external defibrillation from paramedics for an episode of ventricular fibrillation (vf). The rate was successfully converted; however, information states the condition led to permanent brain damage and the patient passed away three days later. A patient advocate has retained the device pending legal notification for failure to convert vf. A request to review device history was forwarded but to date, no disk has been received.

Manufacturer narrative:
Following receipt of additional information, this event will be further updated.